Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to this issue. A review of the attached alarm log and event log was performed for the reported event date of (B)(6) 2015. The reported issue of ¿over fill¿ was verified during a review of the alarm log and event log and is evidenced by patient use; there is no evidence that nonconforming product was involved. Visual inspection was performed with no issues noted. Functional testing was performed. A simulated therapy was performed using the programming documented in the returned device. All functional testing performed on the homechoice was acceptable. The sample analysis revealed no device malfunction that could have caused or contributed to the reported problem. The reported condition was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice device experienced an unspecified failure. This occurred during use. The patient presented over infusion and therapy was stopped. There was no patient injury or medical intervention associated with this event. No additional information is available.